Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008k hemodialysis (hd) sensor board/machine won't power on. The customer stated that machine would not turn on when using the front panel keypad. The technician has swapped/tried a different front panel keypad, swapped all the boards in the card-cage except the motherboard, he has also checked & replaced the power/rocker switch, also the power control board and power logic board. The technician did say that after replacing the power logic board the first time, it did power on shortly and emit smoke. After checking the motherboard, the technician did notice some corrosion on the board. Technical support advised the customer to isolate the power supply first, to make sure no issues are coming from the power supply assembly that can cause the power logic board to fail, then swap known good power logic board, then possibly also the motherboard (due to corrosion). In a follow up, the technician reported that the motherboard was the issue. When it was replaced the machine worked as it should. The technician verified observing smoke once, but no alarms went off, no fire or arcs. The hd machine has 20,994 hours. The plug is original part and the machine has no past issue with electrical leakage. The machine was plugged into hospital grade outlet. The technician replaced the mother board and the power control board. The power logic board plug was not replaced because it was good. There was no patient harm and no medical intervention was required. The unit was returned to service at the user facility without issue and without reoccurrence of the event.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) sensor board/machine won't power on. The customer stated that machine would not turn on when using the front panel keypad. The technician has swapped/tried a different front panel keypad, swapped all the boards in the card-cage except the motherboard, he has also checked & replaced the power/rocker switch, also the power control board and power logic board. The technician did say that after replacing the power logic board the first time, it did power on shortly and emit smoke. After checking the motherboard, the technician did notice some corrosion on the board. Technical support advised the customer to isolate the power supply first, to make sure no issues are coming from the power supply assembly that can cause the power logic board to fail, then swap known good power logic board, then possibly also the motherboard (due to corrosion). In a follow up, the technician reported that the motherboard was the issue. When it was replaced the machine worked as it should. The technician verified observing smoke once, but no alarms went off, no fire or arcs. The hd machine has 20,994 hours. The plug is original part and the machine has no past issue with electrical leakage. The machine was plugged into hospital grade outlet. The technician replaced the mother board and the power control board. The power logic board plug was not replaced because it was good. There was no patient harm and no medical intervention was required. The unit was returned to service at the user facility without issue and without reoccurrence of the event.

Manufacturer narrative:
Plant investigation: the product was not returned; a physical investigation was not performed. An onsite technician reported that the motherboard was the issue. The technician did notice some corrosion on the board. When it was replaced the machine worked as it should. Investigation determines that there was causal relationship between the objective evidence and the alleged event; the alleged event is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) sensor board/machine won't power on. The customer stated that machine would not turn on when using the front panel keypad. The technician has swapped/tried a different front panel keypad, swapped all the boards in the card-cage except the motherboard, he has also checked & replaced the power/rocker switch, also the power control board and power logic board. The technician did say that after replacing the power logic board the first time, it did power on shortly and emit smoke. After checking the motherboard, the technician did notice some corrosion on the board. Technical support advised the customer to isolate the power supply first, to make sure no issues are coming from the power supply assembly that can cause the power logic board to fail, then swap known good power logic board, then possibly also the motherboard (due to corrosion). In a follow up, the technician reported that the motherboard was the issue. When it was replaced the machine worked as it should. The technician verified observing smoke once, but no alarms went off, no fire or arcs. The hd machine has 20,994 hours. The plug is original part and the machine has no past issue with electrical leakage. The machine was plugged into hospital grade outlet. The technician replaced the mother board and the power control board. The power logic board plug was not replaced because it was good. There was no patient harm and no medical intervention was required.the unit was returned to service at the user facility without issue and without reoccurrence of the event.